Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and two other unknown (¿numbing¿) medications via an implanted pump. It was reported the patient¿s previous pump was replaced because she got methicillin-resistant staphylococcus aureus (mrsa) (¿at least five years ago¿). No further complications were reported.